Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving unknown morphine (20 mg/ml at unknown dose) via an implantable pump for unknown indications for use. It was reported that during the last refills, (last year, 2023) less drug was found inside the tank than the expected volume (even 4 ml difference). The suspicion was a drug leak from the septum membrane of the reservoir. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. A catheter revision and pump replacement was scheduled for (B)(6) 2024. The issue was not resolved at time of report, (B)(6) 2024. The patient's age, weight, and medical history was asked, but unknown and would not be made available. The patient's status at time of report was alive - no injury.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intrathecal catheter; product ID neu_unknown_cath (serial: unknown); product type: 0184-catheter; date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep). It was reported that the patient had a series of personal problems that postponed the replacement procedure to a later date not provided.

Manufacturer narrative:
H3: visual inspection of the pump identified, damage to the septum. That resulted in a leak. The catheter was returned, consisting of the sutureless connector assembly and proximal segment. And no anomalies were noted, on microscopic inspection, the catheter was patent. And passed, pressure leak testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_ascenda_cath lot# serial# unknown implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_ascenda_cath, serial/lot #: unknown, ubd: , UDI#: the catheter was updated during analysis from neu_unknown_cath to neu_ascenda_cath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. The pump and catheter are in transit to the manufacturer for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.